Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left iliac artery. A 10.0x60x135 cm express ld stent was advanced but failed to cross the aortic lesion. When the device was removed, the stent hung up on the distal tip of the 7f non-bsc sheath and was detached from the balloon. The physician decided to deploy the stent in the right iliac vessel and post-dilated with a mustang balloon catheter. A 7f non-bsc sheath was used and the procedure was completed with a 10x37x135 cm express stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent detached from the balloon. The stent was not returned for analysis. A visual examination found that the balloon to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The stent crimp marks were clearly visible on the balloon material. The device was returned with the stent completely detached from the balloon catheter. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left iliac artery. A 10.0x60x135 cm express ld stent was advanced but failed to cross the aortic lesion. When the device was removed, the stent hung up on the distal tip of the 7f non-bsc sheath and was detached from the balloon. The physician decided to deploy the stent in the right iliac vessel and post-dilated with a mustang balloon catheter. A 7f non-bsc sheath was used and the procedure was completed with a 10x37x135 cm express stent. No patient complications were reported and the patient status was stable.